Manufacturer narrative:
No diagnostic/functional testing was performed. A quote for a replacement device was provided to the customer; however the customer has not ordered the part and it has since expired. The issue is not confirmed. Philips is unable to confirm the final disposition of the device. Fif additional information is received the complaint file will be reopened.

Manufacturer narrative:
A repair quote was provided to the customer. The customer has not yet accepted the repair service. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the intellivue mx850 patient monitor indicating that there was a blue inop presenting speaker malfunction. No sound was coming from device. The device was in clinical use on a patient at the time of the event. No adverse event was reported.